Manufacturer narrative:
Patient age is unknown / not provided. Date of event is unknown / not provided. Device brand name unknown / not provided. Additional device information unknown / not provided. Implant (tsvb11) was returned for investigation. (B)(4).

Event description:
It was reported that the unknown screw fractured inside of the implant (tsvb11) and could not be removed. As a result, the implant had to be removed.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection revealed that the collar is damaged, and a significant amount of bone tissue is bound to the threads. The drive feature was confirmed to contain the fractured screw reported, which was too badly damaged to remove. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for zimmer dental implant systems¿ 4894i rev 3-07/09 information identified: seating of prosthetic components internal hex or octagon components - to properly seat these prosthetic components, place the abutment retaining screw through the abutment and place the assembly into the internal bevel at the coronal portion of the implant. Rotate it until the abutment drops into place. The male hex or octagon should seat fully in the female hex or octagon of the implant once the torque wrench has been used to tighten the abutment to 30ncm. The complaint is confirmed following inspection of the device.